Event description:
It was reported that during a case the ventilation stopped and the screen froze. The device was not able to be restarted. There was no reported pt injury. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(6) law, pt information is considered confidential and will not be released by the hospital.